Event description:
As of this date, it was determined that first, second and third degree burns on the baby's hand and fingers resulted from placing the hand and arm over the air flow outlet on the incubator 8000 ic for a central catheter insertion procedure that lasted for two hours. Sterile drapes trapped the warm air, causing severe burns. The scenario was re-created and the temperature beneath the drapes was found to be 108 degrees f. Pt weight "875 kgms".